Event description:
A 28mm diameter x 18mm diameter x 140 mm length talent bifurcated stent graft was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the stent graft could not be deployed. The handle was rotated; however, the graft cover did not retract. The delivery sys was removed from the pt. Deployment was attempted but was unsuccessful. Another talent device was used to successfully complete the case and the pt is fine. Please note that this device is distributed outside the united states, however, it is similar to the united states distributed prod aneurx aaadvantage stent graft sys.

Manufacturer narrative:
Base of tapered tip glued to proximal graft cover. Eval summary: the delivery sys was returned and its eval was completed. The original device box was also returned and there was no damage noted. There was a slight bend 15 mm proximal to the graft stop, the tapered tip was not fully pulled back and the 2 most distal rings showed some train-wrecking. Attempts to deploy the stent graft were not successful the guidewire lumen with the tapered tip and a small portion of the proximal graft cover were cut and examined. A trace of glue was found on the base of the tapered tip bonding it to the graft cover which may have caused the reported deployment difficulties.